Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg will not communicate with the external devices as the patient had not charged and used the system for two years due to being admitted in the hospital for a prolonged time. Replacement external devices were used to no avail. The patient is working with his physician to determine the next course of action. Surgical intervention will be considered to address the issue.